Manufacturer narrative:
(B)(4). No intervention is planned at this time and the system will be replaced when elective replacement indicator (eri) is reached. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited low out of range pacing impedance measurements. Additionally, noise was created in-clinic with isometrics. Stored atrial tachy response (atr) episodes were noted which may have been caused by oversensed noise. The atr entry criteria was reprogrammed along with additional atr episode storage. It was reported the patient felt rapid heart rates and an electrophysiology study was planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating the device was explanted after reaching elective replacement indicator (eri). No adverse patient effects were reported.